Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by an arthrex subsidiary employee via email that an ar-3636 knotless 1.8 fibertak suture could not be tightened, making fixation impossible. The surgeon cut the suture and retrieved it but was unable to remove the anchor. A new additional bone hole was drilled and a product from another manufacturer was placed to complete the surgery. This was discovered during a shoulder dislocation procedure on (B)(6) 2024. Additional information received on 10/23/2024: the case was delayed less than fifteen minutes. Additional anesthesia was not needed.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to pre-mature tensioning of the device.